Event description:
It was reported that the customer was hospitalized due to diabetic ketoacidosis, with blood glucose levels greater than 550 mg/dl. Troubleshooting was performed, and the insulin pump was programmed correctly. Found multiple motor error alarms in the alarm history. The insulin pump passed the prime, displacement and self tests. It was also stated that the customer was hospitalized on (B)(6) 2013 for diabetic ketoacidosis, with a blood glucose of 398 mg/dl. It was stated that the customer experienced nausea, vomiting, excessive thirst, excessive urination, abdominal pain, fruity breath, chest pain and sore throat. It was stated that the customer was very tired, and only wanted to sleep. Advised the caller that the insulin pump would be replaced due to the multiple motor error alarms. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.